Event description:
Amo sensar intraocular lines ar40e 22.0 d implant implanted into left eye. Ophthalmologist reported that lens was not concurrent with manufacturer's label. Physician stated that the lens was a multifocal rezoom lens not an ar40e. Physician has photographic evidence that lens is different than packaging indicated. Patient does not have correction to vision as anticipated following surgery.